Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving lost sensor alarms. The customer states they were not receiving insulin, and the device did not alarm them. The customer's blood glucose level was 584mg/dl. The customer states they gave themselves manual injection to treat for the highs. The customer's levels were lowered to 196mg/dl. The customer declined to troubleshoot for the high blood glucose level.